Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results for one patent on their c501 analyzer. The patient's sample was processed on the customer's modular pre analytics device. The patient's initial sodium result was 123 mmol/l and it was reported outside the laboratory. Later that day, the patient had a renal profile added on and sodium was repeated on the same sample as the initial result on a modular analyzer. The repeat result was 129 mmol/l and it was also reported outside the laboratory. The doctor questioned the sodium results. On (B)(6) 2014, the patient's sample was repeated on the c501 and the sodium result was 126 mmol/l. The customer did not know which result was correct and the sodium result was not corrected. The customer stated the patient received treatment based on the initial result. The customer did not know specifics of the treatment and would not provide information regarding the treatment. It was unknown if the patient was adversely affected by this event. The sodium electrode lot number and expiration date were requested but not provided. The field service representative could not determine the cause. As a preventative measure, he replaced the solenoid valves 27 and 28. He performed a precision test. Customer performed calibration and quality control and the results were within the customer's acceptable limits.